Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other: na.

Event description:
Reporter alleged obtaining the results of 89 mg/dl, 49 mg/dl, 110 mg/dl and 65 mg/dl back to back on the compact plus system. Reporter stated that each result was obtained within 5 minutes of the result before it. Reporter also stated that he self-treated after obtaining the 49 mg/dl result. Reporter stated that he also ate and drank something after the last result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.